Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the touchscreen printed circuit board. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to service at the facility.

Event description:
It was reported that, during setup, the 840 ventilator's bottom touchscreen was failing intermittently. At the time of the event, the customer was trying to setup a new patient after running a self start test (sst). The issue occurred prior to use. An alternate 840 ventilator was used on the patient.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.